Manufacturer narrative:
Follow-up #1 date of submission 04/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories revealed cs 064 and cs 076 call service alarms. During testing, the pump emitted a cs 076 call service alarm with an attempted rewind step; the complaint was duplicated. The pump case was removed, and an inter-board flex was found to be damaged. The battery cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 076 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.